Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 200 ohms and high out of range pacing impedance measurements greater than 2,000 ohms resulting in messages in the remote home monitoring system. Additionally, the lead exhibited noise that was oversensed and resulted in delivery of inappropriate anti-tachycardia pacing (atp). Technical services (ts) recommended further review by the clinic and discussed the potential that therapy may be compromised. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that the oversensing of noise also resulted in pacing inhibition and the patient experienced dizziness as a result. An x-ray was performed and did not show a clear lead fracture; however, potential lead damage was suspected from gym-based activities. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 200 ohms and high out of range pacing impedance measurements greater than 2,000 ohms resulting in messages in the remote home monitoring system. Additionally, the lead exhibited noise that was oversensed and resulted in delivery of inappropriate anti-tachycardia pacing (atp). Technical services (ts) recommended further review by the clinic and discussed the potential that therapy may be compromised. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.